Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Post-operative radiographs taken at the two week follow-up revealed that the glenosphere had disassociated. The surgeon performed a revision procedure on (B) (6) 2010 where he inspected, cleaned and reimpacted the glenosphere component and the humeral components were removed and replaced. Subsequently, radiographs revealed the glenosphere disassociated for a second time. However, no revision is being scheduled at this time as the patient is pain free and happy.

Manufacturer narrative:
Biomet was notified that a revision procedure took place on (B) (6) 2010, subsequent to the date the initial report was filed. Device evaluated by MFR. 01 - the component could not be dimensionally evaluated as damage to taper during impaction does not allow for accurate results. As the remaining eleven units from this lot were implanted, there were no units available for evaluation.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Post-operative radiographs taken at the two week follow-up revealed that the glenosphere had disassociated. The surgeon performed a revision procedure on (B) (6) 2010 where he inspected, cleaned and reimpacted the glenosphere component and the humeral components were removed and replaced. Subsequently, radiographs revealed the glenosphere disassociated for a second time. Email correspondence received from the sales associate dated (B) (6) 2010 relayed that a revision procedure was performed and went well. The inferior bone was removed and the humeral ring and poly bearing were replaced along with the glenosphere and taper adaptor. The surgeon felt as if the inferior bone was the issue and not the component.